Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used. The md followed the first and second click, and arterial locator bleed back steps, etc. It was an antegrade stick. There was no sharp angle creating a kink in delivery. The physician used the provided wire in the angio-seal kit. When the physician pulled back the angio-seal, the entire unit came out. The physician indicated that he felt clearly the first and second clicks. The rt cut the sheath to be sure the footplate was intact and verified the pulses on patient to be sure nothing was left behind. There was no blood loss. Manual pressure was held. The patient's condition was stable, there was no hematoma. The patient was in recovery and the pulses validated. The procedure of the sfa fix was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 11mar2020. A pre-deployment angiogram was performed. A 7fr sheath was used during the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. Visual inspection revealed that the hemostasis sheath was mated with the carrier tube assembly and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The sheath and carrier tube assembly were cut into two parts at the proximal portion and all the components of the device were returned. The anchor and collagen were still intact within the cut portion of the carrier tube. No other visual anomalies were noted with the device. No other accessory components were returned apart from the arteriotomy locator. Functional testing was not possible due to the mutilated state of the returned device. The cut was likely made by the user to confirm the presence of anchor. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that over insertion or other factors extraneous to the device may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.